Event description:
Iab was inserted into pt on 12/2/96. On 12/3/96 after iabp for 30 hours, blood was noted in catheter and iab was removed.

Manufacturer narrative:
This form was completed by MFR. Section f was also completed by MFR if no medwatch form was received from initial reporter or product user.